Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was high over 600 mg/dl and did not had insulin to take. The customer was assisted with troubleshooting. Customer states insulin pump started beeping and the screen was black and white and it was not working. Customer states they cannot read the screen at all and the screen got stuff on it did not read out and the time was usually on top it was a black to blur and it looks like the screen was melting. Customer was unable to troubleshoot for any of the issues as they did not have the insulin pump. Customer states the screen was grey and had black smudges on it they cannot see anything on it all when they check their blood glucose and they can see the numbers at all the screen. The customer states that the insulin pump screen was flashing and insulin pump began to alarm. Customer stated that they cannot read the screen at all, the screen got stuff on it did not read out and the time was usually on top and it was a black to blur and it looks like the screen was melting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.